Manufacturer narrative:
The biomedical engineer (bme) reported that 2 rooms showed communication loss at central nurse's station (cns). Room 34b had communication loss for 20 seconds and room 47 for 1 minute. This was all the information the bme was able to provide. They did not have the serial numbers of the transmitters and did not do any troubleshooting. Everything was working fine by the time they called nihon kohden, they only wanted to report the issue to nk. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Central monitor station was added as leaving this field blank will result in a failed submission. Additional model information: the following devices were used in conjunction with the cns. Concomitant medical devices: transmitters- model #: ni, sn #: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.), device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The biomedical engineer (bme) reported that 2 rooms showed communication loss at central nurse's station (cns). Room 34b had communication loss for 20 seconds and room 47 for 1 minute. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that 2 rooms showed communication loss at central nurse's station (cns). Room 34b had communication loss for 20 seconds and room 47 for 1 minute. No patient harm was reported.

Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at (B)(6) medical ctr reported two rooms showed communication loss for 20 seconds and 1 minute. This was all the information the bme was able to provide. There was no troubleshooting performed and everything was working fine when he reported the issue to nka. Service requested customer wanted to report the issue. Service performed none. Missing/required information the device information associated with the complaint file is not entered in the "product" field. This is a known issue and CAPA 18-033 has been opened to address this. Investigation result review of tickets opened at (B)(6) medical ctr revealed the following ticket description related to "comm": ID created on product ID description 8436 (B)(6) 2017 01:00 am a/sg200-26 [migration] - 2 rns is in communication loss on 4th floorboth rns are side by side and in communication loss. They are able tosee other devices on the network and they can unmonitor and remonitor devices without a communication error message therefore they 19706 (B)(6)2018 09:04 am bsm-1753a unit is not communicating with the cns. 44428 (B)(6)2018 07:49 am mu-671ra device communication issue. 44967 (B)(6)2018 07:12 am no_material re: [external] 44428 - device communication issue 60360 (B)(6)2019 09:50 am pu-681ra comm loss on the cns. 61190 (B)(6)2019 04:46 pm pu-681ra pu-681ra communication loss (trb). 64484 (B)(6)2019 09:19 am pu-681ra gz comm loss (trb). 65038 (B)(6)2019 10:28 am pu-681ra communication loss on gzs - 4th & 5th floors. 65214 (B)(6)2019 03:28 am pu-681ra comm loss system wide. 65215 (B)(6)2019 03:32 am pu-681ra comm loss on all gzs. 66121 (B)(6)2019 10:39 am pu-681ra gz comm loss (trb) 2nd cns. 69265 (B)(6)2019 02:16 pm no_material short comm . 71314 (B)(6)2019 03:32 pm pu-681ra gz comm loss (trb). 72683 (B)(6) 2019 06:16 am a/rns-9703-242 1 rns in comm loss. Investigation is limited as no troubleshooting was performed and the device and/or logs are not available. Product information for the devices involved were not provided. From the information available, the root cause could not be determined. Investigation conclusion from the information available, the root cause could not be determined. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. The following fields are not applicable (na) to this report: the following fields contain no information (ni), as attempts to obtain information were made, but not provided: d1 brand name, d4 model number, catalog number, serial number, UDI number, f9 age of the device, g5 PMA / 510k number, h4 device manufacture date, d2 common device name. Central monitor station was added as leaving this field blank will result in a failed submission. Additional model information: the following devices were used in conjunction with the cns. D11 & c2 concomitant medical devices: transmitters model #: ni, sn #: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.) Device manufacturer date: ni, unique identifier (UDI) #: ni.